Event description:
A high reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer observed higher sensor scan results compared to an unidentified device. It is unclear if a trend arrow was noted on the ADC device. The customer experienced symptoms of headache and sweating and consulted a healthcare professional. The healthcare professional obtained a blood glucose reading of 351 mg/dL using the ADC device, while their own meter showed a reading of 134 mg/dL. The timing of these measurements relative to each other is unknown. The customer received unspecified treatment. There was no report of death or permanent impairment related to this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.